Manufacturer narrative:
(B)(4). Reprocessed - device being returned to account.

Event description:
It was reported that during an laparoscopic hysterectomy procedure the devices active blade broke off and fell into the patient. They removed the blade through the trocar, it is not known if they did an x-ray. There was no message reportedly seen on the generator. They used a second like device and completed the procedure. There was no patient consequence reported. The device is returning for analysis.